Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during investigation, moisture was found in the display lens. No damage was found to the returned battery cap or the battery compartment. The battery cap fully attached to the pump. The pump was unresponsive with no vibratory or auditory alarms, and a blank display. The power complaint was duplicated. The attempt to download the pump history and black box was unsuccessful. A leak was found in the base of the pump. The pump cover was removed to find moisture ingress on the printed circuit board and internal components.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.